Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no issue on returned meter; meter is functioning properly. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
The wife of the customer called in and stated customer went to the pharmacy and the meter was reading inaccurately. The wife called in to have meter replaced and states that the meter is reading high. Customer's wife states that her husband feels well and requires no medical attention. The customer's expected blood result is 70-90mg/dl fasting. Verified the strips expire 9/30/2018. Customer confirms the strips have been properly stored and were first opened (B)(6) 2016. Reviewed meter memory: (B)(6). Memory concerns:188mg/dl. Caller refused to run back to back blood test and also states she does not know if the results in the meters memory are fasting or non-fasting.